Event description:
This is a report of a patient who experienced and was later hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was treated with vancomycin intravenously (IV) (dose and frequency not reported), bactrim double strength orally (one time, dose not reported), cefotaxime IV (1 gram, daily), and cipro orally (250 mg, twice a day) for the peritonitis. Treatment with cefotaxime was later discontinued and treatment with cefazolin was initiated. Treatment with cipro and cefazolin was ongoing. The patient was discharged from the hospital and reported to be recovering from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The peritoneal effluent culture result reported in previous submission was positive for staphylococcus epidermidis (previously reported as staphylococcus epidermis). Thirty-four days after initial onset of peritonitis, the patient experienced recurrent peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient went to the emergency room but was not admitted to the hospital for the event. The patient began treatment with intravenously (IV) (2 gm, every 3 days) for peritonitis and cipro (250 mg, orally, bid) for peritonitis. The cause of peritonitis was unknown. At the time of this report, treatment with vancomycin and cipro were ongoing and the patient was recovering. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).